Event description:
It was reported that an unexpected reset occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support that the issue was a routine self-check by the pump, which resets one of its microprocessors as a safety feature, and was educated on manual restart of related features. Customer understood and resumed insulin successfully.